Manufacturer narrative:
Date of event: exact date unknown, event occurred some time in 2019. Explant date: 2019.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.